Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with complete instructions for resetting the pump, and the caller plans to perform the reset and follow up if the issue persists.